Event description:
This case was reported by a consumer and described the occurrence of gum atrophy in a (B)(6) male pt who received super poligrip (formulation unk) for years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced gum loss. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).